Event description:
It was reported that the patient presented in the physician's office. The atrial lead had become dislodged and exhibited a loss of capture. The lead was explanted and replaced. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
(B)(4).